Manufacturer narrative:
(B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and blood were observed. The heater wire was observed to be bent in several sections of the hot jaw, but remained attached. The silicone insulation was peeled, charred, and cracked in multiple areas. Several pieces of silicone insulation were separated from the jaws, but were not returned. Both jaws also had yellow, white, and black discoloration. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the results of the evaluation, the reported failure "self-activation or keying" was not confirmed. The analyzed failures "material twisted/bent", "peeled", and "thermal decomposition" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemporo activated energy as soon as plugged into power source without manipulation of activation toggle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemporo activated energy as soon as plugged in to power source without manipulation of activation toggle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.